Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-4316 lot #: 18314019 description: next generation anchor kit sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's body was rejecting the ipg. It was reported that the ipg was pushed to the skin surface, thereby exposing a portion of the ipg. The patient underwent an explant procedure. The patient was reportedly doing well postoperatively.